Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007. Inratio: 2.7 (3pm). Lab: 4.0 (9:45am).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007. Inratio: 2.7 (3pm). Lab: 4.0 (9:45am). Mean: 3.4. Confidence limits: 2.0 - 5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid testing time interval is considered 3 hours or less. These results were taken greater than 3 hours apart. As a result, the results are considered invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. The patient was identified that the patient was keeping the monitor in the case as I noted when she opened it and set it on the desk. It was at a definite angle. This may be a technique issue.